Manufacturer narrative:
Analysis was normal. No anomalies were found. As received, only the front connector seal of the connector portion was received for analysis.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a normal pulse generator change procedure. During the pre-procedure device check, the patient experienced intermittent pocket stimulation while performing an atrial threshold test despite the atrial lead demonstrating normal readings. While connecting the atrial lead to the new implantable cardioverter defibrillator, it was noted that there was difficulty inserting the lead into the header. The physician noted that the proximal sealing ring had detached from the atrial lead, and was able to insert the lead into the header without issues after removing the sealing ring. Readings on the atrial lead were again normal. Pocket stimulation was still observed so the physician turned off atrial lead functions. The patient was paced only on the right ventricular lead which was functioning normally. The procedure was completed without further incident. The patient was stable throughout.